Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer has been waking up with blood glucose in the 300's mg/dl and 400's mg/dl for the past 4 or 5 days. Customer was assisted in checking basal and customer stated that they are accurate. Customer declined troubleshooting for high blood glucose because he believes everything is working.